Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the scrub tech backloaded the lead and punctured through the spiral, after being told to be extremely careful if he was going to attempt back loading. This lead was never in service and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.